Manufacturer narrative:
(B)(4). The lead exhibited normal threshold characteristics.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine device change-out, high capture thresholds was observed. Physician elected to explant and replace the lead. The patient was stable following the procedure.